Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected out of range shocking impedances on this defibrillation lead. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that another out of range high shock impedance measurement was detected. The clinic was alerted and has decided to continue to monitor the lead at this time.

Manufacturer narrative:
The patient was later evaluated with defibrillation threshold testing and 31 joules delivered. The field representative reported that all the numbers were in range. No changes were made to the system.

Manufacturer narrative:
Resolution was requested from the field. Was further reported that the higher impedances were thought related to the right-sided implant. The physician has elected to continue to monitor this issue. Information suggests this device and lead remain in-service. Should additional information become available this event will be updated. An additional out-of-range measurement has been detected on this lead over a year later. The physician has elected to continue to monitor this issue.